Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was reported that the patient was hospitalized on the same day as the event onset. The patient was treated with vancomycin and ceftazidime injections (both 1g, ongoing, routes and frequencies not reported) for peritonitis. It was reported that the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.